Manufacturer narrative:
E1: facility name: (B)(6).

Event description:
It was reported that the pump was alarming, "cassette was not attached properly," even with cassette attached. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
This record will be voided as this record is a duplicate of cn-317198. Please disregard any reports associated with MFR# 3012307300-2024-08299.

Event description:
This record will be voided as this record is a duplicate of cn-(B)(6).